Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system got infected. The whole system was explanted, and a right ventricular (rv) lead was connected to a non-implantable pacemaker from another company while another system was implanted as the patient is dependent. No additional adverse patient effects were reported.

Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system got infected. The whole system was explanted, and a right ventricular (rv) lead was connected to a non-implantable pacemaker from another company while another system was implanted as the patient is dependent. No additional adverse patient effects were reported.